Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2012 and novasilk was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with leep and cone biopsy. It was reported that the patient concurrently underwent bilateral oophorectomy and left salpingectomy and repair of posterior vaginal defect on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cervical dysplasia, rectocele, cystocele, and stress urinary incontinence. The patient experienced pain, urinary/bowel problems, and recurrence. It was reported that the patient underwent a hysterectomy on (B)(6) 2012.

Manufacturer narrative:
Date sent to FDA: 10/31/2019. Corrected information: manufacturing site name additional narrative: it was reported that following insertion the patient experienced urinary tract infection.